Manufacturer narrative:
Product ID 3987a, lot# lc3552, implanted: (B)(6) 2004, product type: lead. Product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748966, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the manufacturer representative was able to program around the high electrodes. The cause was unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3987a, lot #: lc3552, implanted: (B)(6) 2004, product type: lead. Product ID: 748940, serial #: (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748966, serial #: (B)(4), implanted: (B)(6) 2004, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-jan-27, information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for cervical/neck and spinal pain. It was reported that the patient had an abdominal x-ray and the hcp believed the patient had abandoned leads. They stated that they saw leads that weren¿t connected to anything but could also see on current device. The caller had no further information on if the devices were removed or why there would be abandoned leads and stated that the patient was a poor (B)(6). The caller mentioned that the patient¿s leads that were part of their current system were right at the base of their skull and would be within head coil. The caller stated that they performed a head scan on the patient about three months ago and the leads were in the same place. They stated that when the patient put the ins into MRI mode last time, it didn¿t show the head or full body icon, just numbers and they thought it was ok to scan, but stated that ¿they must have just gotten lucky¿ (no adverse events with the scan). The caller stated that they were confused because of what they¿d been told previously about the patient¿s eligibility. The caller confirmed that the confusion was not because of the labelling. They stated that they mentioned seeing the ¿eligibility cannot be determined screen¿, but then scanned the patient anyways, because they thought it was ok. It was reviewed that this screen did not mean it was ok to scan the patient. Technical services reviewed how ¿eligibility cannot be determined¿ screen and head-only guidelines discuss having no components (whether part of a full system or abandoned components) within the head coil. No medical symptoms were reported. No further complications were reported/anticipated. On 2019-feb-11, additional information was received from a manufacturer representative (rep) reporting that they met with the manufacturer representative (rep) today and checked impedances. Contacts 0, 7, 8 and 15 were greater than 10,000 ohms. The rep stated that they would try to reprogram them. It was indicated that the patient fell when they had their stroke. No further complications were reported/anticipated.